Event description:
It was reported that there was an isolated high atrial pace impedance measurement, which a change of approximately 500 ohms (30%, still within normal expected limits). No noise was observed. The pacemaker and atrial lead (non-boston scientific product) remain in service. No adverse patient effects were reported. Additional information received indicated that the lead safety switch of the pacemaker automatically switched the device programming from bipolar to unipolar due to atrial pace impedance of 2,062 ohms. Atrial lead noise was also being sensed and resulted in stored episodes of atrial tachy response (atr). Further review of the device settings was recommended. The pacemaker and atrial lead (non-boston scientific product) remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that there was an isolated high atrial pace impedance measurement, which a change of approximately 500 ohms (30%, still within normal expected limits). No noise was observed. The pacemaker and atrial lead (non-boston scientific product) remain in service. No adverse patient effects were reported. Additional information received indicated that the lead safety switch of the pacemaker automatically switched the device programming from bipolar to unipolar due to atrial pace impedance of 2,062 ohms. Atrial lead noise was also being sensed and resulted in stored episodes of atrial tachy response (atr). Further review of the device settings was recommended. The pacemaker and atrial lead (non-boston scientific product) remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that there was an isolated high atrial pace impedance measurement, with a change of approximately 500 ohms (30%, still within normal expected limits). No noise was observed. The pacemaker and atrial lead (non-boston scientific product) remain in service. No adverse patient effects were reported. Additional information received indicated that the lead safety switch (lss) of the pacemaker automatically switched the device programming from bipolar to unipolar due to atrial pace impedance of 2,062 ohms. Atrial lead noise was also being sensed and resulted in stored episodes of atrial tachy response (atr). Further review of the device settings was recommended. The pacemaker and atrial lead (non-boston scientific product) remain in service. It was additionally reported that on (B)(6) 2025, there was another alert and lss due to atrial pace impedance of 2,194 ohms. Farfield r-wave oversensing as well as sensing of atrial lead noise were observed on the presenting electrogram. There was additional mode-switching to atr due to the noise. Further review of the programmed settings was recommended. No adverse patient effects were reported.